Event description:
Balloon rupture during open heart surgery, no apparent reason, only 1cc of volume in balloon.

Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with droperidol, buprenorphine hydrochloride and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside inflation lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. The balloon material is very stretched on the side that burst. Visual inspection of the entire catheter confirms that there is a sharp kink just after the strain relief and two subtle kinks in the remainder of the shaft. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with this device.